Event description:
Patient reports that post implant a realize band, after a routine fill of 6 cc under fluoroscopy the next day had no restriction. Doctor then found it had only 3cc's left. The band was replaced on (B)(6) 2013 with an allergan band. The surgeon has pictures of the band states it appears to have a slit in the band tubing and leaked the fluid down to 3cc.

Manufacturer narrative:
(B)(4). Information unavailable.